Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. One of the pt's hypogastric arteries was embolized during the procedure. The pt had an aneurysm in both the iliac artery and the abdominal aorta. It was reported that a 16mm diameter x 11.5cm length aneurx iliac extension limb was used to extend the stent graft down into the external iliac artery. The inferior mesenteric artery was inadvertently covered while doing this and it was reported that the pt has developed ischemic colitis. No add'l sequelae were reported and the pt is reported to be stable and is being monitored.